Event description:
The hosp staff connected the device to a pt using disposable defibrillation electrodes. The pt was diagnosed in cardiac arrest. Synchronized defibrillator shocks were initially attempted. The device allegedly failed to discharge. The operator turned off the sync function and again attempted to administer a shock to the pt. The device again allegedly failed to discharge. A backup defibrillator was made available and used to administer shocks to the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.